Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 4, 2017 revealed that the roller and side plates were damaged. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the comb being damaged, the calibration test was not able to be performed for the same reason. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 4, 2017 which included replacement of the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and other damaged hardware. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the skin graft mesher revealed that the device produced a passing sample mesh and was within calibration specifications. A follow up medwatch will be submitted once the investigation is complete. Received, but not yet evaluated.

Event description:
It was initially reported that the device was not meshing properly. On january 4, 2017 additional information was received clarifying that during surgery the surgeon was meshing the skin graft and realized it was not meshing properly. The graft was impacted; however, it was still able to be used and there was no additional harm to the patient.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6), 2016, it was reported that the device was not meshing properly. On (B)(6), 2017, it was clarified that the issue was that there was a graft being meshed and it was realized it wasn't being meshed properly. The patient was involved in the event as the graft was impacted/damaged by the non-conformance. The graft was however able to be used and an additional graft was not needed to be taken. It was also noted that there was no harm/injury to the patient or operator. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Skin graft mesher, serial number (B)(4), was manufactured on december 20, 2000, is over 15 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the roller and side plates were damaged. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the comb being damaged, the calibration test was not able to be performed for the same reason. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and other damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable as no testing was able to be performed due to the damaged comb. The reported event was non-verifiable as no testing was able to be performed due to the damaged comb. Hence, a root cause cannot be specifically determined. The issue was resolved with the replacement of the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and other damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was found to be damaged.